Event description:
The device was returned to the manufacturer after being explanted post-mortem. The patient death occurred in a manner unrelated to the device. The device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The analyst comments included ¿at preliminary output testing ¿coded aa¿ we had a no output condition possibly due to the damaged output wires in the connector. The battery was 2.73 volts so we should have expected an output. On the photo the connector block is white due to a chemical reaction. Concomitant products: product ID 5076-52, implanted: (B)(6) 2006; product ID 5076-45, implanted: (B)(6) 2006. (B)(4).